Event description:
A malfunction was reported on the pump, and a malfunction code was displayed. Despite the issue, there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.